Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently, the customer did not hear the gear train noise from the pump during insulin delivery, and the pump did not deliver insulin as intended. Customer's blood glucose (bg) was ¿high¿ with trace ketones, however, a specific value was not provided. The customer administered a manual injection to address bg level. Reportedly, the customer delivered a bolus and observed insulin drops from the end of the infusion set tubing, however, the customer maintained that the pump did not deliver insulin as intended. Reportedly the customer declined additional troubleshooting and reverted to manual injections for insulin therapy.